Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable high result for 1 patient sample tested for elecsys cea assay (cea) on a cobas 8000 e 602 module. The initial cea result was 11.29 ng/ml. The initial result was released outside of the laboratory to the patient, but the patient questioned the high result. The initial sample was tested from the primary tube. On (B)(6) 2018 an aliquot from the primary tube was tested with a cea result of 2.17 ng/ml. The customer tested the primary tube on (B)(6) 2018 and obtained a cea result of 2.23 ng/ml. There was no allegation of an adverse event. The cea reagent lot was 244848 with an expiration date that was requested but not provided. The customer was using rack adapters. Calibration results were acceptable. Qc results on the day of event were acceptable. There is no evidence of a reagent issue. The serum was clear with sufficient quantity and there were no fibrin clots or strands present. The analyzer alarm trace showed no indication of an issue. Performance and precision testing was performed. Possible root causes include insufficient electromagnetic interference (emi) laboratory compliance, insufficient sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.